Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible to observe foreign matter ¿silicone visible. The potential cause for the problem is failure at syringe lubricant system at assembly machine. The defect identified by this complaint will be monitored to trend analysis.

Event description:
It was reported that there was gel-like foreign matter in the bd plastipack¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was gel-like foreign matter in the bd plastipack¿ syringe. There was no report of exposure, injury, or medical intervention.